Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope ID is not displayed, due to poor water- tightness of cable unit, water tightness is lost. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the preparation of the equipment before the procedure the subject device had e224, camera head communication error. Additionally, it was reported the customer received a message to reconnect the video connector. The procedure was completed using a similar device without delay. There were no reports of patient harm.